Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-oct-18. It was reported that the patient first started experiencing the rejected pump in (B)(6) 2017, on approximately (B)(6) 2017; the patient was admitted to the hospital on (B)(6) 2017. When asked to clarify the patient's body rejecting the pump, the healthcare provider indicated that there were no device issues, patient/therapy issues, procedure issues, etc. It was reported that the patient had wound drainage and a secondary infection of seroma. In regards to whether the issue had been resolved, it was indicated that the pump was removed on (B)(6) 2017. It was reported that diagnostics were performed; the results were noted as "positive blood culture - see hospital records." The current status of the device was noted as "n/a." The patient's weight was provided. On 2017-oct-24, it was stated that the infectious disease unit would be the best contact to follow-up with regarding the patient's records. No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid 0.1 mg/ml (dose unknown) via an implanted pump for non-malignant pain, complex regional pain syndrome type I, and spinal pain. It was reported the pump implanted (B)(6) 2017 was explanted on (B)(6) 2017 because the body was rejecting it. The doctor was planning on trying it again in about six to eight months. The patient did not think there was anything wrong with the pump. No further complications were reported/anticipated or expected.